Event description:
When the first coil ((B)(4)) was advanced in the (mc) microcatheter (detail unknown), friction occurred between the coil and the microcatheter during delivery, however, no additional force was utilized to advance or remove the coil/delivery system. The delivery system was pulled back and the coil became stretched (unraveled). The coil was removed successfully and changed to other new coil (detail unknown). The second coil was advanced in the mc without any difficulty. The procedure was completed using other coils without any patient injury. An adequate continuous flush was maintained through the (mc) microcatheter at all times. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. Access site was femoral artery. The target site was the distal (ac) distal anterior cerebral artery. No other information was provided.

Manufacturer narrative:
Friction occurred when the first coil, a 4x7 trufill dcs orbit mini fill coil, was advanced into the unknown microcatheter. The delivery system was pulled back and the coil became stretched. The coil was removed successfully. A second coil was advanced into the microcatheter without any difficulty. The procedure was completed using other coils without any patient injury. An adequate continuous flush was maintained through the (mc) microcatheter at all times. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. No additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. Access site was femoral artery. The target site was the distal (ac) distal anterior cerebral artery with moderate vessel tortuosity. No other information was provided. A non-sterile trufill dcs orbit mini complex was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. Introducer was received unzipped without damages. Support coil, gripper and coil were found outside of the introducer, the coil was still attached to the gripper and it was found stretched and kinked in tangled condition. The gripper presented no damages. The od from the delivery tube was measured and was found within specification. The gripper was inspected under microscope and no damages were observed. A functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Due to condition of the returned device, functional testing for insertion into a microcatheter could not be performed. The cause of the kinks in the hypotube and damages on the embolic coil could not be conclusively determined; however neither the analysis nor DHR suggest that these damages could be related to the manufacturing process. Inspections are in place to prevent that this kind of damages leave from the facility. The cause of the failures experienced by the customer could not be determined at this time. Procedural factors, device interaction with the concomitant microcatheter appear to have contributed to the stretched coil. The cause of the resistance/friction cannot be determined. There is no indication of any manufacturing related issues; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt